Event description:
The customer called about a control test result that she had received. While troubleshooting, it was discovered her meter was missing segments. The customer was not aware of the missing segments, but no adverse events were alleged. The meter is to be returned for evaluation. A replacement meter was sent to the customer.